Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy of the uterus on (B)(6) 2020 and barbed suture was used. 'The suture broke when sewing the myoma wound. Changed another one to complete the surgery. No additional information could be provided.